Event description:
It was reported that when using the bd pyxis¿ es server, the station was not communicating with the server. The customer stated that data was not crossing from the station to the server. The customer had connected to check and observed that the station was disconnected, but they were still able to connect. The device was working, but the data was still not crossing to the server. The customer tried rebooting the station and restarting the data sync service on the server, but nothing worked. It still showed as disconnected. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with server. A technical support specialist dialed into station and fixed the retry mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.